Event description:
On (B)(6) 2009 the patient reported his insulin infusion device piston rod will not return. He said the cartridge plunger is not attached to the piston rod and he has already removed the cartridge. He was instructed to try to complete to change the cartridge procedure. He did so and said his device displays "returned the piston rod" but the piston rod is not moving. His device then displayed an e10 (cartridge error). The patient stated he was using an ultra alkaline battery and was advised to use a regular one. He inserted a new battery and the piston rod would spin and then stop moving before the "returning poston rod" would display. He stated his device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.